Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side implant "flipped almost upside down causing deformation", "pain" and concern with textured product. Patient additionally reported "one of them tipped". Healthcare professional reported capsular contracture, baker grade unknown. Device has been explanted.